Event description:
Six year old male with medical history of tetrology of fallot, double outlet right ventricle. Situs inversus, aortic valve canal defect status post glenn shunt and pt ductus arteriosus ligation underwent a rastelli procedure using 18mm pulmonary homograft with dacron proximal extension. Superior vena cava to right atrium conduit repair of aortic valve canal defect, and glenn shunt takedown on 02/21/1994. On 04/20/1998 pt had valve explanted due to obstruction at the ventricular attachment level. The valve was replaced with a 24mm pulmonary homograft.